Event description:
Reporter states that his glucose monitor has been having issues ¿synching.¿ he has called dexcom multiple times and was told that he had to remove the sensor for 15 min and wait for 2 hours for the device to restart. This is not indicated in the instructions and believes they should update them. He has spoken with multiple people and they have the same issue.

Event description:
Add'l info received from reporter on 03/15/2019 for report mw5084423. He has concerns with the info received from 3 technical support supervisors from the MFR who have all given him different info regarding the wait time when changing your sensor/inlets. Reporter advised he has experimented and knows how long to wait but that does not match up with info given by the technical support team and the manual. He believes this is a problem as they are not being honest with customers regarding the time frame to wait when changing your inlets and connecting to the transmitter, they rather offer to send you free products and that does not solve the problem. He stated that this can potentially be a problem if you must wait for 2 hours to get it to sync. People can end up in the hospital. He asked "how many cycles do you have to wait? Is it one cycle? Or two?" He alleges that the instructions are not clear and technical support supervisors are all giving 3 different time frames. He stated that this is a FDA problem as this is not stated in the approved manual. Reporter emphasized that he loves the product but is concerned the incorrect info being passed on by their technical team can cause harm. He asked "do customers wait for 5 minutes? 10 minutes or what?" He stated that children use these products and parents are having hard time with this as well. He stated that FDA needs to investigate this to get the MFR to give the right info to customers.